Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. A sample consisting of one used catheter, which came inside a generic plastic bag was received for evaluation. Additionally, the catheter shows signs of use (residues of blood). A visual inspection was performed on the sample. Under water testing was performed and a leak below the strain relief could be identified in the catheter. The event reported was confirmed. Manufacturing performs 100% leak testing as per procedure which would identify the reported issue during the catheter assembly process. This ensures components and finished products meet all quality inspection standards. These controls include but are not limited to material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The uvc catheter showed signs of being used in a patient. For these reasons the potential cause may be attributed to the manner of which the device was used including any form of repositioning or movement of the product. It must be noted that in process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they had to remove the PICC line due to leaking noted at the catheter hub. There was no harm to the patient.